Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the diff scatter sensor was faulty. The fse replaced the diff scatter sensor resolving the issue. (B)(4).

Event description:
The customer reported the lh750 generated "r" flags and incomplete differential results on several patient samples. There were no erroneous results reported out of the laboratory. The customer was not able to provide printouts to display the issue.